Event description:
The customer reported that on (B)(6) 2014, they performed a measuring cell preparation, then calibrated their testosterone reagent pack that was loaded on the previous day. The calibration passed and quality controls were acceptable. The customer then reported that they received erroneous testosterone results for two samples from the same patient. The second patient sample was tested after the calibration and quality controls had passed on (B)(6) 2014. The first sample was tested on (B)(6) 2013 and resulted as 654 ng/dl and this value was reported outside of the laboratory. The same sample was sent to another site where it was tested and resulted as 340 ng/dl. The 340 ng/dl value was believed to be correct. The second sample was tested on (B)(6) 2014 and resulted as 567 ng/dl this 567 ng/dl value was reported outside of the laboratory. The same sample was sent to another site where it was tested on a siemens advia analyzer, resulting as 346 ng/dl. The result of 346 ng/dl was believed to be correct since it matched the clinical picture of the patient. The customer repeated the patient sample on the e411 instrument and it resulted "in the 500 range" on (B)(6) 2014. The customer also repeated the sample using a lcms method and it resulted as 512 ng/dl. The patient was not adversely affected. The testosterone reagent lot number was 17454805 with an expiration date of 02/28/2015. The customer recalibrated the testosterone assay on (B)(6) 2014 and it passed. Quality controls also passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer questioned the results obtained with both elecsys and lc-ms methods. The customer believed the siemens advia (centaur) result to be correct because of a known gynecomastia disease for which this patient received testosterone as therapy. No clear ranges for testosterone in gynecomastia disease is available. Therefore, none of the 3 obtained testosterone results are in contradiction with the disease gynecomastia. An interference causing false high results for lc- ms and elecsys, but not for centaur is very unlikely. No further investigation is possible based on information provided and the affected sample was not available for investigation. Additional information for further investigation was requested, but not provided.